Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a difficulty with the artisse intrasaccular device opening during deployment and another artisse having difficulty resheathing into the rebar 18 catheter. The patient was undergoing an aneurysm embolization retreatment procedure to treat a recanalized aneurysm previously treated with a non-medtronic intrasaccular device. Patient's vessel tortuosity was moderate. Access vessel was the anterior cerebral artery (aca) with a 2mm diameter. It was reported that devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). The physician attempted to deploy the artisse (lot: b784404) in the recanalized space but the artisse was not opening in the distal part of the aneurysm. Resheathing was attempted to try and improve apposition without success. It was noted that the rebar 18 microcatheter was positioned on its tip, per usual, and the entrance into the aneurysm was very angulated. The artisse was removed and replaced to complete the procedure successfully. The patient had a "small ischemic event" associated with the event but was noted to be without injury. After the first try with previous artisse device, the physician tried a smaller size of artisse (lot: b816302) in case it will fit in. The artisse was opening inside the recanalized aneurysm but the physician felt something strange. They pulled back the artisse into the rebar 18 but it was not resheathing completely. The aneurysm had a previously detached web device in an acute intervention and it was believed that the proximal marker of web damaged the artisse fillars. Ancillary devices include a neuronmax 088 guide catheter and syncro 014 guidewire.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is not known whether any actions or interventions were taken to resolve the reported ¿small ischemic event¿. There was no device malfunction or use issue with the rebar 18 microcatheter. No causes or contributing factors for the artisse failure to open were identified, although it was thought to be due to the previously implanted web device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that for the second artisse resheathing difficulty and damage, the cause was believed to be related to the previously implanted wed device and its proximal marker. It was clarified that the report of "felt something strange" was referring to resistance and there was no issue prior to the resheathing. The procedure was completed with coiling and a braided stent.